Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
It was reported to philips that the heartstart mrx defibrillator showed a shock equipment malfunction during servicing. There was no patient involvement.